Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump, though it did not cause the pump to shut down or the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump and was instructed to return the damaged pump with a pre-paid label in 10 days. Tandem technical support confirmed the shipping address and planned to replace the pump.